Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. No excessive no delivery alarms were noted. The pump was received with minor scratches n the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a no delivery. Customer stated the pump is not delivering insulin, when they attempt to treat the pump alarms. Customer stated they replaced the whole set and pump still alarmed. Customer advised they received no delivery and with an empty chamber. Customer's blood glucose was 327mg/dl. Assisted customer in performing fixed prime and insulin exited. Customer stated the pump alarmed immediately. Customer stated the insulin exits with manual prime. Advised customer to discontinue use of the pump and revert to back up plan. Customer stated they treated with shot. Customer declined high blood glucose troubleshooting.